Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on electronic assembly. The moisture damage was found on motor assembly. No damage on keypad traces. We were unable to verify, frozen screen, buttons anomaly, time clock anomaly and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was frozen and had a constant tone occurring. The customer's blood glucose was unknown at the time of incident. The customer was instructed to push the buttons of the insulin pump but the customer stated that the buttons would not do anything. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.